Event description:
It was reported that the device was unable to enable magnetic resonance imaging (MRI) settings prior to an MRI scan. The device was manually programmed into voo mode and the MRI scan was performed. The patient was in stable condition.